Event description:
A customer reported an issue with a charging cable that occasionally seemed unresponsive, requiring it to be plugged in and unplugged several times before functioning. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.